Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that the 18mm matrixmandible screw was in a package labeled as 16mm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Two packages were received opened and taped back together at the perforated end of the bag. A manufacturing evaluation was performed. The product inside was still in the clip assembly with the lid. Although the package had been opened, it appeared that the clip on the original assembly was incorrect. This complaint is valid from a manufacturing standpoint.